Manufacturer narrative:
Concomitant medical products - model: dtbb1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed high/undefined pacing impedance. A lead fracture was confirmed. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.